Event description:
It was reported that during use of the bd vacutainer® sst¿ ii advance plus blood collection tubes there is excessive blood droplet in stopper. Upon mixing the tubes this droplet gets loose and falls on table and skirts of phlebotomists. When mixing it even occurs that droplets splash onto the wall. This occurred on 6 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: excessive blood droplet in stopper. Upon mixing the tubes this droplet gets loose and falls on table and skirts of phlebotomists. When mixing it even occurs that droplets splash onto the wall. 6 observations this morning with different phlebotomists of the blood collection ward.

Manufacturer narrative:
Investigation: investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for blood pooling with the incident lot was observed. The collection needle recommended for bd tubes was not used to achieve the best possible results when retrieving the needle from the stopper. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for blood pooling with the incident lot was observed. Root cause description: based on the investigation, it was found that the collection needle recommended for bd tubes was not used to achieve the best possible results when retrieving the needle from the stopper. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9084677, medical device expiration date: 2020-09-30, device manufacture date: 2019-03-25; medical device lot #: 9063863, medical device expiration date: 2020-08-31, device manufacture date: 2019-03-04. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® sst¿ ii advance plus blood collection tubes there is excessive blood droplet in stopper. Upon mixing the tubes this droplet gets loose and falls on table and skirts of phlebotomists. When mixing it even occurs that droplets splash onto the wall. This occurred on 6 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: excessive blood droplet in stopper. Upon mixing the tubes this droplet gets loose and falls on table and skirts of phlebotomists. When mixing it even occurs that droplets splash onto the wall. 6 observations this morning with different phlebotomists of the blood collection ward.